Event description:
Mother of customer reported a complaint of imprecise sequential readings on her daughter's freestyle flash meter. Readings of 500 mg/dl, 30 mg/dl, and 40 mg/dl were obtained within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'c' zones. The 'c' zone result shows the difference to be clinically significant. No third party medical intervention was required.

Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted.